Manufacturer narrative:
The event occurred on an unspecified date of 2022, further described as "occurred within the last month". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia cassettes had patient line green caps that came off. It was further described as the "caps falling off of the patient line". This was observed during set up of peritoneal dialysis therapy. There was no damage noted to the cassettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.